Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat knee pain. In (B)(6) 2025 the patient reported reduction in therapy being delivered and testing of the system found open circuit impedance readings on one of the implanted leads. Some level of pain relief was able to be achieved at that time with use of a single lead. In (B)(6) 2025 the system was assessed and imaging showed that the implanted lead had migrated and fractured, requiring surgical intervention to correct. On (B)(6) 2025 the patient was seen for a system revision. The procedure became more invasive than the physician had anticipated and the decision was made to remove the system and allow healing before introducing a new system.

Manufacturer narrative:
The patient reported that there have been no recent falls or other events that are likely to have caused or contributed to the migration or fracture of the implanted lead. The information available does not allow for any definitive conclusions to be drawn as to the cause of the component failure.